Manufacturer narrative:
(B)(4). The lot number is unknown. Device evaluation: result - no samples (including photos) were returned for evaluation. A review of the device history record could not be completed as no lot number was provided for this incident. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure as no samples were returned for evaluation. Although potential root causes have been identified, an absolute root cause for this incident cannot be determined. Of note, CAPA (B)(4) has been opened as a higher than expected rate of customer complaints are being received for elevated blood glucose levels. Also refer to (B)(4).

Event description:
The customer reported that the infusion set cannula is bent. This was noticed due to elevated blood glucose levels when the device had been in use "at most an hour". The customer's blood glucose at the time of the incident was 412 ml/dl. No treatment had been provided at the time of customer contact. The customer reported that a serter was used for insertion and that it jammed during use. The customer reports standing up at time of device insertion, has sufficient subcutaneous tissue, and does not have any hardened /scared tissue or stretch marks at the insertion site.